Event description:
It was reported that the 9800 system workstation will not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. After replacement of several components, determined that the image processor board (pcb) required reseating. Carefully reseated the original image processor pcb. The system was tested and found to be working as intended and placed back into service.